Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08680 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had intermittent button response on the esc, act and up arrow buttons due to flattened dome switches (no crease). No button error alarm. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 947 mg/dl and customer alleging possible pump under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.